Event description:
Related manufacturer report number: 1627487-2023-00657. It was reported that the patient's leads were cut and left implanted during an explant procedure on (B)(6) 2022. Surgical intervention was undertaken wherein the remainder of the leads were explanted. Surgical intervention is planned to replace the leads in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.